Event description:
The bovie pencil rocker-switch is sticking during use. No further info was disclosed.

Manufacturer narrative:
Investigation activities along with corrective and preventive measures have been initiated to address this device issue.